Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and pump screen became illegible so customer could not interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, to program settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using pre-paid label, and technical support arranged replacement pump.